Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a communication issue. The technical support specialist confirmed that there was no issue, the station was communicating properly. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system patient was not showing and causing delay to retrieve medication to patient. The customer added that the patient was admitted in the ed but was not showing up in pyxis. However, there were no adverse events or injuries reported based on this event.